Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: (B)(6). Block e1 (initial reporter address 2): (B)(6). Block e1 (initial reporter fax): (B)(6). Block h6 (device codes): medical device problem code a0501 captures the reportable event of trip wire detached. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. The suture thread returned with the seven knots attached to the distal trip wire loop. The trip wire was not detached. Additionally, the trip was secured, and the slack was correctly taken up. The ligator head retuned with two bands moved from their position. Further examination shows that the ligator head teeth were found slightly bent. A functional evaluation was performed by rotating the handle knob 18o degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The reported event was not confirmed. However, the bands were moved from their position on the ligator head indicating a deployment failure possibly related to the damages observed on the ligator head teeth. This damage could have been caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to bend. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and result in the movement of the bands and deployment failure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation of the internal hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the physician was able to deploy five bands; however, the wire was lost when he attempted to deploy more bands. The coil was still there but the trip wire had detached from the connection with the suture thread. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). Initial reporter address 2: (B)(6). Initial reporter fax: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation of the internal hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the physician was able to deploy five bands; however, the wire was lost when he attempted to deploy more bands. The coil was still there but the trip wire had detached from the connection with the suture thread. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.